Event description:
The international customer reported the ventilator was not turning on. The customer reported there was no patient involvement. The manufacturer's service engineer replaced the power supply to address the reported problem.